Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from USA stating that the device was wobbling in use. The device was being used during a spine surgery. There was no injury or medical intervention reported. It is unknown if a delay occurred. There was no additional information provided.